Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: the black box showed loss of prime warning associated with a low non-zero force on (B)(6) 2016 at 21:25; deliveries resumed at 23:09. Loss of prime with a low non-zero force on (B)(6) 2016 at 18:43; deliveries resumed at 19:34. Loss of prime on with a low non-zero force on (B)(6) 2016 at 02:58; deliveries resumed 09:37. An ez-prime and 24-hour duration test were successfully completed with no loss of prime warnings being duplicated. The pump was noted to be detecting the correct force. The total daily doses added up correctly and reflected the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. The pump was opened for investigation; force sensor pins were seated and solder connections were intact. There was no evidence of contamination or cracked force sensor traces. There was no evidence of internal moisture. Unidentified force low was observed in the black box; force sensor calibration was within specification. Unrelated to the original complaint, the display screen was found to be discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas, alleging a prime (loss of prime) issue. The reporter stated that the patient had a blood glucose (bg) of 427mg/dl with nausea and dehydration. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the reporter loss of prime occurred more than three times. This report is being made due to the bg excursion the patient experienced due to a prime issue.